Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level in the 300's wth high ketones which were identified as dangerous by a health care professional. The customer attempted to self-treat with a bolus via pump and a manual dose injection, however was treated with intravenous fluids of saline and insulin. During troubleshooting with tandem technical support, no issues were identified.